Event description:
The operator attempted arteriotomy placement with the perclose a-t (closer ak) after an interventional procedure. It was noted that a big chunk of plaque was seen distal to the insertion site. Operator reported that the device was inserted without any difficulty. The plunger was pulled back and there was no suture or link attached. The foot was parked without difficulty. The operator attempted to remove the device, but could not. The operator attempted to remove the device, but could not. Operator tried to remove the device by deploying and parking the foot. The patient was taken to surgery for device removal. The device was removed without complication and the patient was discharged without further adverse sequelae.